Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 1 year and 4 months after the dental implant was installed in patient's mouth, it was verified its loss of osseointegration.